Event description:
It was reported that device embolization occurred. It was reported via social media that during a procedure the watchman closure device embolized out of the patient's left atrial appendage to the mitral valve. The patient needed open heart surgery for treatment and to remove the closure device. No further information is available at this time.

Manufacturer narrative:
Date of event - the event date was not reported, the aware date was used as an estimate.